Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left hypogastric artery. The 300cm journey guide wire was advanced to the lesion. Then an unspecified balloon catheter was advanced over the guide wire and dilated the lesion. However upon removal of the 300cm journey guide wire, the 19cm tip of the wire broke and was left in the left hypogastric artery. Attempts were done to snare the tip with a basket, but was unsuccessful. The physician then decided to leave the detached portion in the small side branch of the distal hypogastric artery as it could not migrate and the blood flow through the vessel was very good. The procedure was completed by implanting an unspecified stent in the left hypogastric artery. No patient complications were reported and the patient was discharged in a stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).